Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2a, d2b, d3, d4, g1, g4, h4, h6 a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported through an abbvie representative "rupture". Later healthcare professional reported "rupture". This record is for the right side. The device was explanted.

Event description:
Patient reported through an abbvie representative "rupture". Later healthcare professional reported "rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿rupture: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis non penetrating nicks and wear abrasion are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: a5, d4, d9, h3, h6

Event description:
Patient reported through an abbvie representative "rupture". Later healthcare professional reported "rupture". This record is for the right side. The device was explanted